Event description:
Reportable malfunction: on march 9, 1999 co rec'd a novopen 1.5 device from the united kingdom with the following complaint: "not specified." There was no indication of an adverse event. Result and conclusion of MFR's investigation - on march 9, 1999 the quality assurance device dept established that the collar on the piston rod nut was broken off. Another fault was also found on the device: the return mechanism was broken. A dose accuracy test could not be performed as it was impossible to depress the push button. Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction.